Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an air bubble anomaly. The bubbles just kept showing up in the reservoir. The air bubbles were pea sized. The customer's blood glucose level was about 200 mg/dl. Troubleshooting was done and the air bubbles were successfully removed. It was also noted in troubleshooting that there was a leak in the reservoir's o rings. The customer was sent a replacement for her reservoir.

Manufacturer narrative:
Evaluated one opened/used reservoir. We performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. We evaluated one seal reservoir. Perform pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles.